Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. The instrument was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the site was having issues with the spinous process clamp engaging on the spinous process of the patient. There was no delay in the case as they used the small process clamp. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Lot number updated. If information is provided in the future, a supplemental report will be issued.